Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported they attempted to interrogate the pulse generator in the office with the physician programmer, but there was no communication with the device on (B)(6), 2017. The hcp stated the bladder instillation were a pre-existing treatment for interstitial cystitis/painful bladder syndrome. The hcp stated the patient was taken to the operating room on (B)(6) for battery replacement as the current battery was placed in (B)(6) 2012. The hcp stated the resolution of symptoms was achieved. The hcp stated the cause of the inability to connect to the implantable neurostimulator (ins) was determined, it was due to battery depletion secondary to 4.5 years of use. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were getting poor communication on the programmer with and without the antenna on (B)(6) 2017. The healthcare provider (hcp) had directed them to patient services since they weren't seeing the "battery low" message like they did with the first implant. It was indicated that the last time they successfully used the programmer was in (B)(6) 2017 when they increased stimulation due to having a return of symptoms. They thought that they implantable neurostimulator (ins) battery had depleted because of their return of symptoms. The patient stated that they get "bladder installations." The patient noticed that after they had a bladder installation the week prior to the report, it didn't help with their symptoms so they tried increasing stimulation again. This is when the device would not connect. They were redirected to the hcp to have the ins checked. They would call back for a replacement if it was determined a programmer issue. There were no further complications reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.